Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-05-03. It was reported that the cause of the event was not determined. The physician was aware. They were first notified at day of implant,(B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that electrode 5 was out of range (oor) on the day of implant. It continued to be oor on the patient¿s follow-up visit on 2019-04-30. They programmed around the electrode and the patient was getting excellent therapy and pain relief. No symptoms or further complications were reported or anticipated.